Manufacturer narrative:
Device is a combination product. Device evaluated by the manufacturer: the stent delivery system was returned for analysis. The stent was deployed during the procedure. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification.a red-brown like substance present on the balloon body, shaft polymer extrusion and inside the haemostatic valve. The balloon was reviewed. Bunching/ stretching of the distal blue inner was identified 7.5cm proximal to the distal end of the tip. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found multiple kinks. An examination (visual and via scope) found no issues with the tip. The device inflated without any issues but deflated in 1min 35 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that the device had difficulty withdrawing into the sheath. A 4.00x20 synergy ii drug eluting stent and 190cm filterwire ez were selected for a percutaneous coronary intervention (pci) of the saphenous vein graft (svg) procedure. During the procedure, the filter was deployed and percutaneous transluminal coronary angioplasty (ptca) was done. However, the balloon of the synergy ii des stent delivery system was not able to pull back through the sheath and was not able to be re-sheath as there was something wrong with the device. The filter wire and balloon of the synergy were then pulled out together as the balloon could not be pulled out by itself over the filter wire. The procedure was completed with another of the same devices. No patient complications reported and the patient was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the device had difficulty withdrawing into the sheath. A 4.00x20 synergy ii drug eluting stent and 190cm filterwire ez were selected for a percutaneous coronary intervention (pci) of the saphenous vein graft (svg) procedure. During the procedure, the filter was deployed and percutaneous transluminal coronary angioplasty (ptca) was done. However, the balloon of the synergy ii des stent delivery system was not able to pull back through the sheath and was not able to be re-sheath as there was something wrong with the device. The filter wire and balloon of the synergy were then pulled out together as the balloon could not be pulled out by itself over the filter wire. The procedure was completed with another of the same devices. No patient complications reported and the patient was fine.